Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip surgery three anchors broke one after the other. Finally, the docter tied the thread by hand and succeeded after tightening the third one. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the third device. It was not necessary to switch the surgical technique or do a second surgery.